Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that the physician believed the ventricular leads were reversed in the header; however, no confirmation was provided that the leads were reversed in the header. The field representative noted the patient had a history of left bundle branch block but presented with right bundle branch block in clinic. Technical services (ts) discussed the programmed parameters with the field representative and confirmed that they were appropriate if the patient had no symptoms and there were no plans to open the pocket. No adverse patient effects were reported. This right ventricular lead remains in service.